Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case, pillowing keypad overlay, cracked keypad overlay, and keypad overlay damage. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify e or a alarm unspecified due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unspecified error alarm. The customer blood glucose level was unknown. It was also reported that insulin pump was damaged. The insulin pump will not be returned for analysis.